Event description:
Patient had returned from a scheduled MRI and the team was prepared to switch back from a shiley to their primary bivona. This trach was used one time prior on the patient without complication and had been processed by normal process through [redacted] css [central sterile supply]. Staff relate that the css sterile packaging was intact, no issues noted with the phalanges, all pre-placement checks were as intended, and staff relate no issues noted upon initial removement of the obturator. Patient quickly decompensated and progressed to cardiac arrest. Resuscitation immediately began. Staff relate they were able to bag the patient during the decompensation but required higher airway pressures to get bilateral breath sounds. Staff relate no etco2 [end-tidal carbon dioxide] readings. Trach was swapped out and sequestered (author is in possession of the equipment). The distal end of the silicone (cuff area) is noted to be covering the end of the rigid lumen, the opening is shifted off to the side and appears to be creating some sort of one-way valve. Resuscitation efforts continued for greater than 45 minutes. Rosc [return of spontaneous circulation] was obtained. Patient remains in ICU. The picu [pediatric intensive care unit] attending spoke with the family, at length, about the event and resuscitative efforts. The picu attending did not speak of the questionable trach malfunction during that conversation. [Date redacted] after 3rd multidisciplinary meeting about this event: the trach was reprocessed once. This was validated with css. While we cannot definitively say whether or not this occurred during the reprocessing, as the trach balloon was not checked prior to insertion. We can state that the process for reprocessing is standard and is first handwashed and then placed into the sterilization machine by itself. There is no other equipment being sterilized at the same time reducing the risk of injury at that time. [Date redacted] supply chain met with patient safety s to review the meaning of "custom" trach, sop [standard operating procedure] for changing trachs, and sop for sending for reprocessed. Central sterile confirmed they are adhering to the mifu [manufacturer instructions for use] for autoclave/sterilizing. [Redacted] confirmed the concern is breaking after normal standard of care cleaning/reprocessing. Manufacturer response for 4.0 custom endotracheal tube, 4.0 custom endotracheal tube (per site reporter).